Manufacturer narrative:
(B)(4). Insulin pump passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. Pump error followed by a pump error was present in the pump trace download, problem isolated to electronic board stack.

Event description:
Information received by medtronic indicated that the insulin pump had multiple insulin pump error alarms. The customer able to clear and rewound the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis